Event description:
A pt contacted lifescan in 2005 alleging that their one touch ultra meter was reading inaccurately high. Pt reported blood glucose results of "152 mg/dl" with a lifescan meter and "123 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The customer service agent walked the pt through two consecutive control solution tests and the results fell outside the specifications. Therefore, the complaint is being classified as a malfunction. The meter was replaced.